Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower patients were not appearing on the clinic device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing despite correct location configuration, indicating a potential device mapping or interface issue requiring investigation. A technical support specialist (tss) dialed into the server and reviewed the pyxis enterprise server settings under patients, visits, and orders, where the provided patient samples were not found. The tss proceeded to run a patient query, which returned no results for the provided financial numbers. The tss verified with the customer whether the patient messages had crossed over to the carefusion coordination engine (cce) and noted that the provided financial numbers were not available in the pyxis enterprise server. The tss coordinated further investigation by requesting additional patient details, including patient name, visit identification, and medical record number, to be reviewed in the interface system. It was identified that the clinic had more than 400 patients assigned, with data retention set to 14 days and records available from may 5, 2026; however, the sample patients were not found. It was determined that tss had not received admission, discharge, transfer (adt) or pharmacy order (rde) messages for the provided examples, indicating the issue required investigation on the host system side. No further assistance was required, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.